Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead was found to be dislodged. The lead was explanted and replaced. The patient was in good condition post procedure.